Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that once patient placed the pod on her right abdomen area, the needle didn't deploy immediately as intended; patient then walked around a bit and the needle deployed after one minute. Patient went on to wear the pod. The delay in deployment indicates a failure of the needle mechanism to deploy as intended during activation. There were no blood glucose levels reported by the patient.